Event description:
It was reported that the patient had his inflatable penile prosthesis pump component removed as it would not deflate. Patient was in good condition and no patient complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated this was an original implant surgery. A pump with cylinders was placed into the patient. Once the surrogate reservoir test was performed, it was found that the device would pump up, but when attempting to deflate it nothing happened. The pump was replaced with another pump from a different implant. The specific cause of the pump malfunction was not found. The patient outcome was good.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his inflatable penile prosthesis pump component removed as it would not deflate. Patient was in good condition and no patient complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated this was an original implant surgery. A pump with cylinders was placed into the patient. Once the surrogate reservoir test was performed, it was found that the device would pump up, but when attempting to deflate it nothing happened. The pump was replaced with another pump from a different implant. The specific cause of the pump malfunction was not found. The patient outcome was good.